Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for spinal pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that pump was removed due to infection in (B)(6) 2015. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.